Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. There is contrast present on the device. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube is completely separated 65.2cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, concentric, de novo target lesion was located in the severely tortuous and severely calcified circumflex artery. A 2.00mm x15mm maverick²¿ balloon catheter was advanced for dilatation; however, it was noted that the shaft was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, concentric, de novo target lesion was located in the severely tortuous and severely calcified circumflex artery. A 2.00mm x15mm maverick²¿ balloon catheter was advanced for dilatation; however, it was noted that the shaft was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.